Event description:
Implant date: 1989. Revision surgery in 1993 to replace device at which time a pseudoarthrosis was found and hardware had "loosened". Pt underwent an anterior interbody fusion in 1995 at which time a pseudoarthrosis was found. Revision surgery in 1995 to replace device at which time "loose" screws and a pseudoarthrosis were found.